Event description:
It was reported that during a procedure, the patient received a burn under the pad site while using a competitor grounding pad. Burn was localized and located right under the pad. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".